Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were informed to discontinue aligner treatment due to having an implant and because their crown broke and had to be replaced. It was loose and required restoration.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.